Event description:
It was reported that approximately 2 weeks after a coronary drug eluting stenting treatment procedure, the pt was found to have a subacute thrombosis. Following predilation with a maverick 15 mm balloon, the physician had deployed a taxus express2 drug eluting stent (unk size) in the rca (2.5 mm). The stent was postdilated with an unknown balloon. The pt was given plavix post procedure for an unknown period of time. The pt returned with chest pain and was found to have a subacute thrombosis. Intravascular ultrasound revealed that the vessel was narrowed. The physician then deployed a stent (unknown size/model). Repeat ivus looked good. The physician believes that the sat is not the fault of the stent. No additional information is available at this time.